Event description:
It was reported that the patient experienced an infection and injuries following surgery with suture. The suture type is currently not provided. No additional information was reported.

Manufacturer narrative:
Date sent to the FDA: 07/15/2008. (Infection occurred) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.